Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an implanted impella rp flex was inserted via the right ij without issue. It was noted that there was no placement signal or waveform and alert that signal was unreliable. They were unable to calculate flows due to this. The physician was not comfortable leaving the device. The device was removed and a new pump was placed. No patient harm was noted.